Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: mar 6, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the suspect product was received. It was visually inspected under magnification revealing that the lens was stuck in the cartridge and overridden by the plunger rod. The cartridge tip was observed to be damaged, however, no crack was observed. No further issues with the cartridge were observed. The lens could not be removed from the cartridge without further damaging the lens and cartridge. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson(jnj) preloaded intraocular lens (iol) advance to the tip and at the end the cartridge bent. During the case when loading the lens and advanced up and as it did the tip bent causing it to not advance. Since the cartridge tip was bent the iol did not touch the eye. Not sure how the tip got bent. There were no other complications such as a capsule tear, vitrectomy, incision enlargement or sutures. The patient outcome is unknown. No further information was provided.

Manufacturer narrative:
Section a2, a4, a5 patient information: information unknown/not provided. Section d6a, if implanted, give date: not applicable. There's no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There's no indication the lens was implanted. Therefore, not explanted. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.